Event description:
It was reported that the patient was initially scheduled for an artificial urinary sphincter (aus) revision surgery to replace the original cuff with an smaller size cuff, but then the physician decided to explant the whole aus system since he found out that the system has no more fluid in it. A new aus system with a smaller cuff was implanted. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.